Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not returned. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted the patient had unexpected residual astigmatism which was indicated to be caused by calculation errors. The astigmatism was corrected by the lens being rotated to a different axis. Although, the patient complains of ghost images in the vision and the surgeon has noted that the iol is decentered. There may be additional intervention in the future. Additional information was requested.